Event description:
It was reported that the trained physician attempted an arteriotomy closure after an unspecified procedure using a starclose device. The physician reported that the sheath splitter appeared to flare. The physician aborted the procedure and the device was removed. There were no patient adverse effects reported. Hemostasis was achieved by manual compression. No additional information is available.

Manufacturer narrative:
The device is expected to be returned for inspection. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.